Manufacturer narrative:
One subject device was returned for evaluation. Visual inspection identified the burr tip has broken off of the tube at the weldment confirming the reported complaint. Additionally significant axial fractures through the adapter body, to the outer sheath were observed. Multiple corresponding contact points were observed on the inner blade and the outer sheath, debridement was observed. All indications point to excessive lateral load during device rotation. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues which could have contributed to the nature of the complaint. No further investigation is warranted at this time. (B)(4).

Event description:
During an arthroscopic ankle fusion, it was reported that the end of the burr snapped off inside the patient. Fortunately the surgeon was able to retrieve the pieces. There was a reported 15 minute procedural delay. The procedure was completed using a back-up device.